Manufacturer narrative:
Device has not been returned to sorin group (B)(4) for evaluation. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display for the s5 roller pump went black on and off and the system displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display for the s5 roller pump went black on and off and the system displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 console for 4 pump. The incident occurred in anaheim, california. This medwatch report is being field on behalf of livanova (B)(4). Through follow¿up communication with the field service representative saw the issue via video message from the perfusionist, however on site the issue could not be duplicated. The system was ran at different speeds multiple times and shutting on and off without getting the screen to go black. The field service representative replaced the pumps touch screen, ribbon connectors and display board. Per service manual the system was tested and is working properly without any further issues. A review of the DHR did not identify any deviations or nonconformities relevant to the reported issue. Livanova evaluated the device onsite.